Event description:
On 9/26/05 pt was taken off of vent with vent still on- on low pressure alarm went off. No allegations of vent malfunction, no inop alarm activated. Was in use with humidifier at time, was on ac power.